Manufacturer narrative:
The local area representatives were contacted for additional information however no additional information was available. Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this product eroded through the incision. There was no report of adverse patient effects. The patient was referred to their physician.